Event description:
It was reported during the implant attempt that the lead had noise noted on the electrogram in the bipolar configuration. High impedance was also noted in bipolar configuration. The lead was changed out with a different lead. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.